Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose reached 350 mg/dl, while wearing the pod between 4 and 24 hours. The lg reported the pink slide insert moved into the viewing window, indicating the needle mechanism deployed as intended during activation. However, they reported when the pod was removed from the infusion site (abdomen), they found the cannula had not deployed. Treatment information was not provided.

Manufacturer narrative:
The pod was received in the not deployed state, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The linkage assembly was observed to be in the fully deployed orientation. Upon opening the pod, the catch beam was observed to be incorrectly installed. The beam was shifted rightward, preventing it from contacting the notch of the slide insert. This resulted in the slide insert and soft cannula retracting after the needle mechanism fired. The needle mechanism was reset, and the catch beam failed to catch the slide insert as intended upon redeployment. The incorrectly installed catch beam is confirmed as the root cause of the reported event.